Manufacturer narrative:
B4:17may2021. Per biomedical engineer the inlet filter was discolored / dirty. Product support advised that with the high pressure and high rate alarms the blower may have gotten hot in conjunction with a dirty filter. The biomedical engineer replaced the filter and perform performance verification test (pvt) and unit passed.

Event description:
The customer reported that the unit is giving a blower temperature high alarm. The customer contacted product support and reported finding a code logged proceeded by many pages of high pressure and high rate alarms. The inlet filter was discolored and dirty. Product support advised that with the high pressure and high rate alarms the blower may have gotten hot in conjunction with a dirty filter. The customer is going to replace the filter and perform pvt before placing the unit into service. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped.